Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
The patient had drainage and swelling at the percutaneous endoscopic gastrostomy (peg) tube site. The patient was prescribed unknown oral antibiotics for stoma infection. The physician told the patient that the swelling was from underneath the site and most likely it was chronic. Patient stated she had persistent swelling but the infection resolved. The physician notified patient that no treatment was required for the swelling since patient was asymptomatic. The physician recommended to discontinue duopa infusion for now.